Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported through patient's representative "ruptured, silicone leakage and reactive axillary lymphadenopathy". This record is for the left side. The device has been explanted and replaced by unknown manufacturer¿s device.